Manufacturer narrative:
This is one of three complaints for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause; however,, the blunt knife is believed to be a supplier issue. (B)(4).

Event description:
A nurse reported that a knife was noted to be blunt during a surgery. The surgeon was able to make the incision without incident using the same knife. There was no impact to the patient. There is no product sample available for this event. There is no additional information available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).